Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that in the course of time, the contact resistance has changed. An implant check was carried out in 2007, which showed the fluctuating test results. Pressure applied or head movements did not change the situation. Reimplantation was recommended due to the number of electrode channels affected. Testing confirmed that the device has malfunctioned.